Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿some incarcerated preperitoneal fat was obtained and redundant sac was excised. A piece of oval composix kugel mesh was placed into the defect and secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic converted open repair with the removal of mesh. Per operative notes, ¿bunch of omentum and tented up bowel were not able to taken down and the mesh stuck into it in kind of folded back on itself was seen. Then with open repair, mesh was removed, and omentum were taken down. The synthetic mesh was placed and anchored with tacks.¿ attorney alleged that the patient had mesh migration, mesh shrinkage, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 2 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, pain, mesh deformation thereby underwent mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note, the manufacturing date (15-jan-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.